Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration, reported essure fell out before removal") in a 38-year-old female patient who had essure (batch no. C06515, d14834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), adnexa uteri cyst ("other injury(ies) or complication(s): paratubal serous cyst") and arthralgia ("right hip pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, migraine, headache, adnexa uteri cyst and arthralgia outcome was unknown. The reporter considered adnexa uteri cyst, arthralgia, device expulsion, headache, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter information, patient demographic information, product indication, lot no, onset and removal dates updated, event device dislocation updated to event device expulsion, new events migraine, headache, adnexa uteri cyst and arthralgia added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration, reported essure fell out before removal") in a 38-year-old female patient who had essure (batch no. C06515, d14834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), adnexa uteri cyst ("other injury(ies) or complication(s): paratubal serous cyst") and arthralgia ("right hip pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, migraine, headache, adnexa uteri cyst and arthralgia outcome was unknown. The reporter considered adnexa uteri cyst, arthralgia, device expulsion, headache, migraine and pelvic pain to be related to essure. Batch number: c06515 exp date: dec-2016, man date: dec-2013. Batch number: : d14834 exp date: oct-2017, man date: oct- 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.